Event description:
Open vbg - revision. Slc55b was successfully fired and loaded with slcr55b reload and fired twice successfully. On the third reload, pc read "firing complete" and the knife blade cut but, the staples did not fire. Another device was used to complete the case.

Manufacturer narrative:
Summary: from the icr report: pc read 'firing complete'. The knife blade cut but staples did not fire. Dlu's fire shaft rotates freely and drive clips are normal. The shuttle was found stalled after the first two staples. No abnormalities observed on the reload. It was reset and fired, producing well formed staples and complete cut. See scanned pages.